Event description:
Same case as 2134265-2012-06565. During preparation the physician was testing the speed of a 1.75mm rotablator burr and the burr came into contact with the 330cm rotawire guide wire and cut the wire. The procedure was completed with another 1.75mm rotablator burr and a 330cm rotawire guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: the returned rotablator burr was received connected to the advancer. Tug and connect/disconnect tests were performed to examine the integrity of the connection and no issues were noted with the unit handshake connectors. An attempt was made to wire guide the burr unit using a control guidewire, but resistance was met in the annulus of the burr. Microscopic examination of the burr revealed that the burr annulus was flared and occluded with a saline like substance. The damaged/blocked annulus of the burr is consistent with the burr coming into contact with the wire. There were no scratches that exposed brass on the plated back half of the burr. A scratch test confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4).

Event description:
Same case as 2134265-2012-06565. During preparation, the physician was testing the speed of a 1.75 mm rotablator burr and the burr came into contact with the 330 cm rotawire guide wire and cut the wire. The procedure was completed with another 1.75 mm rotablator burr and a 330 cm rotawire guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).